Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 7/06/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information received: patient informed us that she is not going to sign the patient authorization form.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the product code and lot number of the product that was used? Were there any patient consequences? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed, prescription medicine)? If so, please clarify. Could you please confirm the quantity of procedures affected and how many devices were involved during each one? Could you please provide the procedures dates? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent an eye surgery in (B)(6) 2020 and suture was used. Post-operatively, the patient reports that in both cases the sutures did not dissolve. No adverse patient consequences were reported. Additional information has been requested.